Manufacturer narrative:
Section d3, g2, h1: correction. Section h4, h7, h9: additional information. Manufacturer's investigation conclusion: the report of kinks in a centrimag motor's cable was confirmed during the investigation of the returned centrimag motor (sn (B)(6)). The returned motor was evaluated and tested by the service depot. Motor re-calibration was performed without any issues. The motor was then tested per the centrimag motor service process but failed due to excessive kinks in the motor's cable. The root cause of this damage could not be conclusively determined, but appeared to be a result of repetitive bending or twisting of the cable during use. The motor was scrapped as a result. Similar reports of motor cable damage have been documented and corrective action (CAPA) has been initiated to investigate and address the issue. The returned motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved with the event. The sections are not applicable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported kinking was noted in a centrimag motor cable. The cable was considered to be not repairable. No further information was reported.